Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self-test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error 41 occurred on (B)(6) 2023 09:50:34.000 in history files. Pump error 43 occurred on (B)(6) 2023 09:50:34.000 pm in history files. Pump communicated and calibrated properly with glucose sensor simulator. Pump was monitored with transmitter and glucose sensor simulator and no lost connection noted during testing. Pump received with low suspend alarm functioning properly. No unexpected no low suspend alarms noted. Pump was cut open to perform visual inspection and found no physical or moisture damage to the pcba 1, pcba 2 force sensor and motor home switch. Motor was tested outside and it passed. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Pump error 41 was isolated to electronic stack. Pump error 43 was isolated to electronic stack. Unexpected suspend [low sg] was not confirmed. Cosmetic damages were noted during visual inspection. Unable to verify customer's high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period (pump error 41) and the error code of an error in the motor was detected by reading unexpected value from hall sensor (pump error43). Due to these errors the insulin delivery was suspended. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the pump. The insulin pump will  be returned for analysis.